Event description:
It was reported that this device was found to be in safety mode and was subsequently explanted. A new device was implanted to resolve the event and no additional adverse patient effects were reported. The device is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that this device was found to be in safety mode and was subsequently explanted. A new device was implanted to resolve the event and no additional adverse patient effects were reported. The device is was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. No abnormalities were seen during a visual inspection of the device case and header. Review of device memory indicated the device logged a fault code. The device case was opened and a detailed battery analysis revealed an internal short due to the torn insulation tube resulted in the fault code and ultimately, reversion to safety mode.